Event description:
PICC line inserted via right basilic vein under direct sonographic guidance and catheter 6f, 36 mm vaxcel PICC confirmed at the cavoatrial junction. By 2 days later, non functioning, right arm increasing circumference. Pre existing PICC injected under direct visualization and some extravasation noted at venotomy site. PICC removed and exchanged with another through existing venous access site using fluoroscopy. Both lumens of the PICC injected with non-ionic contrast to check catheter integrity. No extravasation. Small defect -4cm. Into pt. Noted on catheter. Has appearance of a break in material.